Event description:
The manufacturer received information alleging a ventilator would not switch between modes and was alarming. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator would not switch between modes and was alarming. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, " ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's machine flow sensor and system board were replaced to address the issues. There was evidence of contamination. In addition of the above evaluation, the device's blower assembly, blower bellows, proportional valve, 3 way solenoid valves, rear cover, base assembly, main housing, inlet side panel, outlet side panel, dual limb cup, machine flow sensor, handle retention plate, , fio2 housing, muffler assembly, filter cover, tubing blower chassis, tubing-fio2, tubing-low flow o2, vanity cover and tubing system pca were replaced due to water ingress/contamination and the software was uploaded, which was not related to the malfunction/issue.